Event description:
The pt received an off-label intravitreal injection of bevacizumab, and developed a new floater. This was her sixth injection of this medication. On examination on (B)(6) 2016, a new droplet was visible in the vitreous that correlated with the floater and is suspicious for silicone oil droplets. These have been previously reported to be associated with bd insulin syringes, which was used in this case. Dose or amount: 1.25 mg milligram(s). Frequency: as needed. Route: intraocular. Therapy start date: (B)(6) 2016. Therapy end date: (B)(6) 2016. Is the product compounded? Yes. Expiration 10/18/2016.